Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n163086002, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient had not been getting adequate therapy benefit. It was unknown when the issue began. The healthcare provider (hcp) attempted to perform a dye study and was unable to aspirate using a 25g spinal needle when the patient was lying in the lateral position. The hcp abandoned the dye study and planned to replace the pump and catheter; as the pump was due to be replaced in 6 months. The hcp denied any alarms and the pump refills had typically been within ¿a couple ccs¿, so the medication as thought to be leaving the pump. The patient was to be managed with oral medication until pump and catheter replacement. The pump was used to deliver fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.